Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that during anesthetic sedation, the spinal needle broke inside the patient and had to be checked with radiology imaging to confirm its position, patient had to be sent back to theatre for the removal of the broken needle. There was a delay of therapy. The product fault occurred during use on patient.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.